Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) found that the cardiosave would not pass the pim leak test. The pim requires replacement. Fse also found that the ground lead on the power cord has an intermittent break and requires replacement. There is no service order associated with this complaint. The customer has a service-trained biomed that will be completing the repairs. The issues were discovered during the coiled cable fsca, and the customer has chosen to complete the repairs in-house; no field service was requested. H3 other text : customer will be doing the repair.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while a getinge representative was performing service on the cardiosave intra-aortic balloon pump (iabp) for an unrelated reason, the iabp would not pass the pim leak test, the pim required replacement, and the ground lead on the power cord had an intermittent break that required replacement. There was no patient involvement.